Event description:
It was reported the pt experienced auto-reducing and an increase in stimulation. In addition, the pt reported intermittent stimulation. Diagnostic testing revealed invalid impedance reading on multiple lead contacts. Reprogramming was unable to resolve the issue. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.